Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the femoral component. Loosening interface occur at the bone to cement and cement to implant. Cement manufacturer is competitor. It was also reported that half of the femur had no cement applied to bone or implant.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.